Manufacturer narrative:
A review of manufacturing records has been performed for the lot of cerafix used in the procedure and confirms that there were no significant deviations or other issues during the manufacturing of the lot that may have contribued to this event. The product met all specifications and additional requests for information did not yield any information further to the information provided in the initial report. Based on the description of the event, it is possible that the event was caused by excessive use of multiple products during the procedure in an inherently difficult procedure. Specifically, the surgeon closed a dural defect with cerafix, adherus, tisseel, and possibly gelfoam in a "sandwich technique" not recommended by the respective manufacturers. Upon subsequent reoperation to address the csf leak, the surgeon performed a secondary dural repair utilizing fascia lata, tisseel, gelfoam, and pmma cement. Based on these factors, and the surgeon's previous successful use of cerafix, it is possible that the event was caused in part by procedural complication and/or excessive use of multiple products for dural sealing.

Manufacturer narrative:
The investigation into the reported event is ongoing. Any additional information obtained during the investigation and the results of the investigation will be reported in a follow-up report.

Event description:
According to the information provided by the complainant, the surgeon performed a craniotomy procedure on (B)(6) 2017 in which cerafix® dura substitute was utilized to close a dural defect in conjunction with both adherus and tisseel dural sealants using a "sandwich" technique. The combined use of these products is not an indicated use of cerafix and acera does not promote or recommend this application technique. The cerafix product used in this case is indicated for the repair of dural defects and is to be used with tensionless sutures. The original procedure on (B)(6) 2017 utilized a retro-sigmoidal approach to the brainstem, resulting in a dural defect that the surgeon described as "tough to close". The surgeon utilized a 2x2" piece of cerafix to repair the dural defect, which he cut to fit the defect and placed on the defect in an onlay fashion. Due to the lack of native dura the cerafix material directly approximated the bony edges of the craniotomy. The surgeon then applied adherus dural sealant over the cerafix material, followed by a layer of tisseel dural sealant over the adherus sealant, in a "sandwich" technique. It is also possible that gelfoam was applied during this procedure. The surgeon then closed the overlying musculature and fascia over the repair site. On (B)(6) 2017 the surgeon brought the patient back for re-operation due to a minor csf leak at the operative site, a finding which the surgeon described as "not unusual" for this type of exposure. Upon re-operation, the surgeon exposed the surgical site and noted that the cerafix material was embedded in the green adherus sealant material and appeared "flaky". Specifically, the surgeon noted that the cerafix material was present in many small pieces, all embedded within the adherus sealant, and that the cerafix / adherus construct was not "holding". No sign of infection was noted. The surgeon then removed the cerafix / adherus material and performed a secondary dural repair utilizing fascia lata, tisseel dural sealant, gelfoam, and pmma cement. The patient underwent a repeated surgical procedure but otherwise did not experience any injury attributed to the product or procedure. Prior to this case the surgeon noted that he has utilized cerafix "very successfully" on multiple occasions.